Event description:
It was reported that the patient who had undergone implantation of a monofocal intraocular lens (iol) had complained of waxy vision. The iol had been explanted. Account indicated that the iol had been purchased in 2014. Since then, the physician has not implanted a zmb model iol due to being concerned about using this lens model. There was no patient injury reported. The explanted lens was discarded upon removal. No further details were provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded at the customer's site. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.